Manufacturer narrative:
Manufacturer's report date 6/17/1998.

Event description:
Hospital advised that a 250 ml bag of saline was hung. The nurse filled the drip chamber and then opened the clamp. The chamber then emptied and air was passed down the line and no solution entered the administration set. Set was not on a patient. Hospital advised that the container being used at the time of the infusion was a bag and the set was not discacarded.